Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 445 mg/dl on the advantage sys compared back to back with a result of 175 mg/dl on the emt's sys when testing was performed less than 10 mins apart. Rptr indicated that the customer was dizzy after the 445 mg/dl reading was obtained, so he lay down and passed out. Rptr stated that the emt's did not administer any treatment but did a balance check and recommended that he eat breakfast, which he did. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.